Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument broke. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken part of tip was completely detached from the instrument. A message appeared instructing to relieve pressure on the blade, so the instrument was removed from the patient¿s body to check the tip, and the tip broke during the inspection. The instrument / accessory was inspected prior to use with no noted damage. The instrument was in use prior to the issue for about 20 minutes. There was no report of any collision.

Manufacturer narrative:
The instrument was found to have the curved blade broken at the midpoint. A piece approximately 0.332 in" x 0.084 in" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated.

Event description:
Refer to h11 for follow-up information.